Manufacturer narrative:
Implanted date: (B)(6) 2015.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up through remote, decreased ventricular sensing was observed. Lead dislodgement was noted. Lead was explanted and replaced. Patient's condition was stable.